Manufacturer narrative:
(B)(4). Batch # p56305. Device analysis: the analysis results showed that one ecr60b reload was received partially fired 1/16 with the pan damaged. No functional test was performed due to the condition of the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
During the procedure using the stapler, in the third shot the recharge did not fire, the stapler locked, and the recharge had to be changed. With the new recharge it worked normally, so it was believed that it was a problem with the recharge. The patient had no damages. Procedure: gastroplasty.